Event description:
Customer reports of receiving no delivery when reservoir is applied. Customer states that reservoir stops working. Customer reports of receiving a reservoir recall letter. Customer reports that this was a past issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.